Manufacturer narrative:
Tw ID#(B)(4) since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone separated from jaw at one end. Not completely detached. Used a different kit that was just used for radial to finish the vein part of the case so no additional kits needed to be opened. No added incisions or time. No patient harm.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h6,h11. Corrected section: d9; h3 changed to yes; h6 removed codes 4115 and 3221. The device was returned to the factory for evaluation on 10/15/2024. An investigation was conducted on 11/05/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed on both devices. There were no visual defects observed on the intact cannula or intact c-ring. The heater wire was observed to be flexed in the center of the hot jaw but remained attached at the base and tip of the hot jaw due to clinical use. The clear silicone insulation on the hot jaw was observed to be intact with no visual defects observed. The clear silicone insulation on the cold jaw was observed to be peeled back starting near the base of the cold jaw, separating to the tip of the cold jaw, exposing the cold metal jaw. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. A lot history record review was completed for lots 3000418351, 3000416853, and 3000413341 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.